Event description:
It was reported that the lead exhibited noise and oversensing, which could not be reproduced with manipulative testing. Electromagnetic interference (emi) was suspected, but could not be confirmed or denied. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - miscellaneous (other). Save to disk pdd file (B)(4) provided was not useable, no s2d analysis data was reviewed.